Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. After visual examination, it is confirmed that inner thread of the shaft was considerable damaged. Threading into the handle frame is not possible to be performed. The device exhibited impaction nick marks caused for being impacted on a rear which are not intended. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that from the inserter the thread of the inner part is defective and from the other inserter the plastic has broken off no surgical delay reported, no adverse patient and/or user consequence reported.